Event description:
It was reported that while in the operating room, the glass syringe was filled with saline to remove air and the metal tip portion of the glass syringe came off with the small portion of glass. As a result, a new glass syringe was used. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications and the pt outcome is good. Add'l info was rec'd on (B)(6) 2011 from (B)(6) stating "in order to use the loss of resistance (lor) technique using the lor syringe, the glass syringe was filled with the saline. Then, the physician tried to remove the air entered together with the saline when the saline was aspirated to the syringe. That was when the syringe tip got broken."

Manufacturer narrative:
(B)(4).